Event description:
The advocate stated, the customer received a blood glucose reading of 65 mg/dl from his contour meter and a reading of 300 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.